Event description:
It was reported the patient's scs ipg battery depleted. Subsequently, the patient's scs ipg was replaced and the issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event was undetermined.